Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25, that has a similar product distributed in the us, list number 8k25-27. An evaluation is in process.

Event description:
The customer observed falsely elevated intact parathyroid hormone patient results while using the architect intact pth reagents. The following data was provided (pg/ml). Sid (B)(4) initial 103.9, repeat 103.9, 87.4, 87.4, 66.4, 66.4, 102.1, 102.1. No impact to patient management was reported.